Event description:
The physician performed a diagnostic procedure through the right common femoral artery of the pt. He gained access with the axera device and achieved 2nd mark. Then as he tried to insert the 0.018' guidewire he encountered some resistance, but continued to advance. He removed the axera device correctly, placed the 6 fr sheath correctly, but a small hematoma formed. It did not grow, so the case continued. As he put the 0.038" j wire into the sheath in order for the physician to do the procedure, the technician felt resistance. The wire was removed and a groin shot was taken with fluoroscopy. There was a small stain at the distal tip of the sheath. Then another picture was shot down from the iliac. This revealed a spiral dissection inside the artery approximately 7-8 inches above the access site, where some tortuosity was noted. The case continued and then concluded with a 3.5 minute manual compression. No further intervention for the dissection was required as it seemed to have closed up by the end of the procedure as evidenced by fluoroscopy. The pt was fine and ambulated 2 hours later. There was no further sequelae.

Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. Non conforming material report history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. A review of trending was performed for the last 6 months and no negative trend was identified. Based on the analysis completed, there is no evidence to suggest the device was out of specification. Although the user reported "some" resistance when inserting the 0.018 guidewire, additional resistance is naturally encountered as the guidewire passes through the bed at the distal end of the needle lumen anchor. In review of the fluoroscopic images provided, some tortuosity of the vessel and the presence of a dissection were identified, as indicated in the description. Review of the fluoroscopic images also confirmed that the dissection occurred at the distal end of the introducer sheath and not at the site of access. This suggests that the dissection occurred after the introducer sheath was inserted and therefore was mot likely caused by the 0.038" j-wire. Additionally, the 0.018" guidewire has a soft, atraumatic tip and it is not likely to cause a distal dissection 7-8 inches above the access site. After review of the sequence of events in the complaint description the dissection likely resulted from the insertion of the 0.038 j-wire (not supplied by arstasis), rather than the arstasis supplied 0.018 guidewire. The probable root cause of the reported dissection is tortuous anatomy which likely contributed to the 0.038 j-wire penetrating the intima of the vessel.